Manufacturer narrative:
Event date: (B)(6) 2021. Report date: 05feb2021.

Event description:
It was reported that an alarm occurred frequently during use on a patient and was swapped to a different ventilator. The ventilator would not turn on when it was being checked for alarm context in the medical engineering room. The power light emitting diode (led) was illuminated when the ac cord was connected. The ventilator was in use on a patient at the time of the alarm, so the patient was swapped to a different ventilator. There was no additional patient harm reported. The service center confirmed the ventilator did not turn on. The error log revealed the 3.3v supply failed. The service center technician replaced the power management board and the issue was resolved.